Manufacturer narrative:
Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The animas rep assisted the pt with getting connected back to the pump since it was disconnected at time of hospital admittance. The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reportedly felt nauseated all day on (B)(6)2010. The next morning, the pt woke up vomiting with a 46 mg/dl blood glucose result. The pt went to the hospital as a result of nausea and vomiting and arrived at the hospital with a 36 mg/dl blood glucose result. The pt was diagnosed with a stomach illness and was released from the hospital on (B)(6)2010.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.